Event description:
It was reported to medtronic minimed that the customer experienced a pump error 15 (the critical block and inverse critical block did not add to zero.), pump error 23 (post-reset ram crc alarm) and also reported loss communication between pump and transmitter. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for loss communication between pump and transmitter and transmitter serial number was not in the manage devices screen. The customer was assisted with pairing the transmitter. Transmitter blinked when attached to the sensor and began communicating. Troubleshooting was performed for pump error 23 and the customer was able to clear the error and able to complete the rewind process. Pump was not recently placed in storage mode or without a battery for more then 8 hours. The customer was advised that the insulin pump will be replaced and advised to revert to a backup plan per health care professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue to use the device. Product return is required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the displacement test and the self-test. No pump error 23 alarm or pump error 15 alarm noted during testing. Successfully downloaded history files and traces using thump. The test guardian link communicated or paired properly with the pump noted. No communication anomaly noted. Pump error 15 alarm found in the pump history file/trace on 14-jun-2025 at 02:33:09. Pump error 15 alarm due to hardware error (line number 442 file number 38). Pump error 23 alarm found in the pump history file/trace on 14-jun-2025 at 02:33:11. Pump error 23 alarm due to hardware error (line number 691 file number 39). Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test sc1-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case. In summary, pump passed all required testing. No com pump to xmtr was not confirmed. Pump error 15/23 alarm due to hardware error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.